Event description:
The customer reported approximately between 100 to 200 milliliters of blood fluid leaked underneath the instrument involving coulter lh 750 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. Patient results were not impacted. No erroneous results were generated. Quality control (qc) recovered within the acceptable limits at the time of event. The customer indicated the fluid leak did not affect system performance. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucous membranes. There was no operator injury or adverse effect associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered fluid leaked in the vent line sensor (vls) tubing through blood detector 3 (bd3) and fluid detector 1 (fd1). The fse replaced the tubing and verified no further fluid leaks. The instrument conformed to the manufacturer's published performance specifications. (B)(4).